Manufacturer narrative:
The following fields were updated due to additional information: d.9: device available for evaluation: yes. H.3: device eval by manufacturer? Yes. D.9: returned to manufacturer on: 27-apr-2026. Investigation summary: bd received 1 sample for investigation. The returned sample was subjected to functional tests to assess the functionality of the device and passed, exhibiting no evidence of damage or leakage during use. Additionally, 30 retained samples were subjected to functional tests to assess the functionality of the device, and all samples passed, exhibiting no evidence of damage or leakage during use. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint is unable to be confirmed for the indicated failure mode leakage. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd vacutainer® ultratouch¿ push button blood collection set with pah, blood leaked from two (2) devices between the tube and container/connection. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows. D.2.b medical device type: jka. D.2.a common device name: tubes, vials, systems, serum separators, blood collection. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® ultratouch¿ push button blood collection set with pah, blood leaked from two (2) devices between the tube and container/connection. No adverse impact was reported regarding the patient or user.